Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 11/4/1991 and revised on 7/10/1997 due to a "tubing break at cylinder." A pump and two cylinders were returned for evaluation. Requests have been made for additional info surrounding the incident, however, to date the requested info has not been received. Without requested info, qa is precluded from commenting on the events surrounding the incident. Should additional info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a separation/leakage site in cylinder #2's strain relief at the apex. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. Opposite the separation, in the surface of the strain relief, a confined area of abrasion is observed and within this abrasion a crease mark is noted. Further examination of the device revealed confirned areas of abrasion, both anteriorly and posteriorly, on the two outlet tubes. The pattern of abrasion on these tubes indicates that they were over lapped and/or twisted. Based on qa's examination and the limited info received, qa concluded that while in-vivo the outlet tubes were overlapped and/or twisted, and abrading against one another, and cylinder #2's strain relief was partially kinked. Qa further concluded that this positioning in combination with device usage over time, contributed to sufficient stress(s) to rend the strain relief at the noted site.

Event description:
Per the information provided to co by the physician's office, the device was removed due to a "tubing malfunction at the cylinder." As reported to co, only the reservoir was left in place. The rest of the device was removed and replaced with the same model device, produced by the same manufacturer.